Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the philips one power toothbrush melted during charging. No injury was reported. Minor property damage was reported.